Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured screw was found inside of the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) portion of the unknown biomet screw for evaluation. Visual evaluation of the as returned devices identified a fractured screw fragment stuck inside the implant. The remaining half of the screw was not returned therefore, the alleged screw damaged drive feature could not be verified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied during placement/seating - customer error. Therefore, based on the available information, device malfunction of fractured screw was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.